Event description:
It was reported that the rv (right ventricular) lead had a decrease in impedance. It was also noted that the rv lead had an increase in threshold on two different days. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.